Manufacturer narrative:
Verbiage for h11: due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump looks dented and when pump is in cart it leaks helium. Wheels also looks misaligned, no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, despite 3 requests, the customer has not provided hcpo. Closing case. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that while attempting to instruct on how to use the device, the cardiosave intra-aortic balloon pump (iabp) looks dented and when pump is in cart it leaks helium. Wheels also looks misaligned. There was no patient involvement.